Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing of premature ventricular contractions (pvc) resulting in false bradycardia detection. The device remains in use. No patient complications have been reported as a result of this event.